Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. An unspecified model of iol was implanted into the left eye of the patient on an unknown date in (B)(6) 2017. The medical history of the patient included diabetes mellitus, end stage renal disease and previous vitrectomy with silicone oil tamponade. Opacification was observed for the first time in (B)(6) 2017. The iol was explanted on (B)(6) 2018. The patient received an iol exchange. The lens has been returned to rayner and will be sent to a third party independent laboratory for analysis. Analysis is expected to take one to two months. Rayner is continuing to follow-up with the distributor.

Event description:
On the (B)(6) 2018, rayner intraocular lenses limited received notification that an unspecified rayner iol had been explanted due to the post operative development of opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayner iol (product name and model unspecified) in the os eye on (B)(6) 2017. The medical history of the patient included diabetes mellitus, end stage renal disease and previous vitrectomy with silicone oil tamponade. On (B)(6) 2017, calcification of the iol was observed. The iol was explanted on (B)(6) 2018 and the patient received an iol exchange. The iol was retained and returned to rayner for analysis. As the report pertained to the development of calcification the lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Device analysis was completed on 25th february 2019. The device analysis concludes "sem and edx spectroscopy revealed layers of crystalline deposits on and below both surfaces of the rayner iol. The crystals were probably composed of ca5(po4)3oh. No information was received about lens manufacturing history. In summary, it is not possible to say how this iol opacification appeared". The results of the device analysis are discussed further in section 5 of the report. This section states "granular deposits below the surface of the iols can be responsible for such a decrease in visual acuity that patients require iol exchange. The cause for calcification of iols has not yet been fully determined and is believed to be multifactorial 5.6. Opacification on and in the iol could be observed on both sides of the lens. The edx results confirm calcification - with deposits all over both sides of the iol and deposits are visible in the sem of the polymer under both surfaces. The literature on iol opacification suggests that systemic diseases might play a role in causing opacification. Diseases and/or the following medical treatment can change the ion-concentration for several salts in the aqueous phases of the body. A small difference in the solved salts can lead e.g. To a very small difference in the ph-value and side-reactions can be favoured which generate different micro-environments for body-tissues or materials like the polymer of the iol. Such a different micro-environment can lead to opacification/calcification of an iol polymer by infiltrating the polymer with ions up to a certain concentration and finally crystals start to grow7. The processing steps during iol manufacture as well as iol-packaging may also facilitate opacification of the optic material3. Impurities introduced during manufacture, for example silicone particles, are considered to be a potential causative factor4. Corneal or vitreoretinal surgery (subsequent to the lens implant surgery) with the intracameral injection of either gas or air as well as using recombinant tissue plasminogen activator (rtpa) seems to increase the risk of opacification. The manufacturer has not reported that the manufacturing or packaging record of this iol was in any way unusual. Not enough detailed information is given about the patient's medical, especially ophthalmic treatments. Due to this we cannot say if there is a direct correlation with one of the treatments in the patient to the opacification. In a case such as this the cause cannot be determined. It may not be due to one causative. A number of authors suggest causation is multifactorial3,5". The patient's complicated medical history and prior ocular procedure(s) may be a contributory factor to the development of post-operative calcification in this case.

Event description:
On the 14th august 2018, rayner intraocular lenses limited received notification from its taiwan distributor that a rayner iol (product name and model unspecified) had been explanted due to the post-operative development of calcification.